Event description:
It was reported that the device is not cycling breaths. No additional information.

Manufacturer narrative:
B5: additional info received via email 10-may-2022. Event date updated. Unaware if a pt was involved.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no apparent physical damages found externally; there was a loose nut from the front panel. Functional testing found no issues with continuous cycling while connected to an o2 source and powered on at various settings for a period of 1 hour. Device passed all functional testing, unable to replicate the reported issue. No problem found, possibly intermittent, preventive measures were taken. Replaced the input manifold, installed MRI battery, sintered filter, o rings, re-fit the loose nut on the front panel, reset patient pressure cycling led, and adjusted peep control valve to tolerance. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.